Event description:
It was reported that during a non device procedure the physician found out that the patients leads had high impedance and had migrated. The patient underwent a procedure wherein the leads were explanted and the patient was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned. Additional information was received that the patient was experiencing inadequate stimulation due to lead migration.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; (B)(4).

Event description:
It was reported that during a non-device procedure the physician found out that the patients leads had high impedance and had migrated. The patient underwent a procedure wherein the leads were explanted, and the patient was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned.